Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Caller mentioned a couple of times in the past forgetting to charge patient and therapy shut off and tremors returned. Caller states calling about 4-5 months ago regarding this happening previously. Caller mentioned patient having dizziness since about 3 months after lead was implanted in july 2021. Caller states patient has been having a lot of falls because of dizziness and they were chasing a cerebral spinal fluid leak that was not there, having 7 spinal taps, MRI and many tests. Caller states dizziness came on abruptly which caller believed was not a normal parkinson's thing. Patient was also told not having vertigo. Patient had angiogram and arteries are good. Patient is freezing a lot lately, freezing in between carpet and tile or in between doorways. Patient fell and went to hospital ended up having back surgery. Patient then was doing physical therapy. Patient had another series of pain and after only 2 weeks they went back to the ER and they sent the comparison x rays from when patient fell previously and they did another one and a half hour surgery. Patient also has tremors and is doing physical therapy to get his back strong again and to try to work on protocols because the parkinson's br ain just does not hold it. Caller also mentioned patient has had a couple of falls where they landed on their knees. Patient has been on gabapentin for over 6 months. Caller states patient being under a lot of stress. The first lead on the right side takes a lot amplitude to keep things steady for his symptoms. Patient barely eats anything but the left side does suck some juice. Patient sometimes walks like perfectly but when patient is tired or there are distractions he messes up. Caller mentioned parkinson's disease progressing. Caller mentioned one time patient had an MRI and forgot to take out hearing aids. The MRI machine shut down and the hearing aids were blown. Patient is now in physical therapy and caller thinks patient has an adjustment coming up somewhere between july- sept.